Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low crep2 creatinine plus ver. 2 and albumin results for one patient sample. The sample was repeated on (B)(6) 2017. The initial creatinine result was 21 mmol/l and the repeat result was 1092 mmol/l. The initial albumin result was 2 g/dl and the repeat result was 42 g/dl. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event and no change to treatment based on the results. The creatinine reagent lot number was 283369. The albumin reagent lot number and the expiration dates were requested but were not provided. The customer checked results for other samples and no other issues were noted. The sample probe was replaced and no further issues were reported. It was assumed there was contamination on the sample probe which caused the issue. A preanalytic issue could have also contributed to the event.